Event description:
Central patient monitoring station lost power, screen went black, and it began to smoke. Clinical staff unplugged the device and contact life safety and biomedical engineering. Both departments arrived and reviewed the device, then biomedical engineering replaced and sequestered the device.